Event description:
The customer reported that the generator would not turn on. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: e433 error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed, the device would not turn on due to a damaged fuse. The device evaluation found that the e433 was due to a defective (high voltage power supply) hvps board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely error code e433 occurred due to a defective of the (high voltage power supply) hvps board. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.